Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient was experiencing chest pain due to diaphragmatic stimulation. Loss of capture, decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was successfully repositioned to resolved the event. The patient was stable.